Manufacturer narrative:
Concomitant medical product: 4076 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to noise from a therapy procedure. It was questioned why the noise discriminator did not withhold therapy. Review of the data by a technical professional indicated this was not the type of noise the device would discriminate against and the device functioned as expected. The device remains in use. No further patient complications have been reported as a result of this event.